Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 83.05 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the type of baclofen administered via the pump was gablofen; however, the pump logs provided indicated lioresal. As reported, it is unclear if the pump administered gablofen or lioresal. It was reported that the patient underwent magnetic resonance imaging on (B)(6) 2018. It was indicated that no one read his pump as he was in the hospital and was between surgeries for unrelated occurrences. The pump stalled as expected, but did not recover as they anticipated. When the patient was seen for a refill appointment on (B)(6) 2018, the logs were read and it was discovered that the pump stalled as described and had not recovered until the pump was read for the refill appointment. It was clarified that when the pump logs were read the motor stall had recovered. As per the pump logs provided, a motor stall occurred on (B)(6) 2018, at 13:17 followed by a stopped pump period may exceed tube set on (B)(6) 2018, at 13:17. As per the logs, a motor stall recovery occurred on (B)(6) 2018 at 13:31. The patient was on a low dose so there were no reported withdrawal issues that the patient was aware of. The physician decided to go ahead and refill the pump and check it next visit to make sure that the anticipated volume and the actual volume match. No surgical intervention occurred, and no surgical intervention was planned. The issue was resolved at the time of the report and the patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The patient¿s medical history was indicated as having been requested but would not be made available. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.